Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The patient was given (B)(6) by a nurse and pharmacy. Follow up indicated the irritation has improved .